Event description:
Patient revised because head dissociated from baseplate due to retaining screw not being fully seated in the original surgery.

Manufacturer narrative:
Lot number was not provided, therefore, no sterilization or manufacturing information can be supplied. Evaluation results will be submitted when completed.